Event description:
The pt had a scheduled explanation of bilateral breast implants. The right one 9implanted 5/1/910 was intact with no problem. The left one was suspected to be ruptured and this was proven at time of surgery.